Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2014. Complaint description: the needle detaches from the thread with minimum effort. Samples received: none. Analysis and results: there are no previous complaints of this code/batch. There are no units in OEM stock. Without any closed sample OEM cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process conforms to requirements. The complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the in process control when his batch was manufactured. No further patient information was provided at the time of this report.

Event description:
Country of complaint: (B)(6). Complaint description: needle detachment from thread.